Event description:
It was reported that on (B)(6) 2025, during reprocessing, the gastrovideoscope tested positive for 22 colony forming units (cfus) of candida albicans. The device was retested on (B)(6) 2025, and it tested positive for 12 cfus of candida albicans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.